Event description:
The user facility reported that the catheter "broke off inside the patient" during a procedure. Follow-up communication with the user facility confirmed that the catheter became hung-up as it was being removed. Reportedly, the procedure was completed successfully and there was no impact to the patient. Additional event related details have not been made available.

Manufacturer narrative:
Method: the user facility confirmed that the involved device is infectious, and therefore, is not available to be returned for evaluation. Consequently, the investigation was limited to a review of information provided by user facility and manufacturing quality records. A review of the device history record indicated that there wre no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the catheter having been damaged as a result of manipulation during the procedure. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to excercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow-up.